Event description:
Acct. Reports problems with "disconnects" from the IV catheter. Acct.states the t-connector disconnected from the IV catheter. States they use johnson & johnson, and jelco 22 gauge IV catheters. Dr states he does not believe in taping the t-connector connection because " it does not improve security, and because it obscures disconnects". Rep states acct. Has been inserviced. Rep states he reiterated the insertion technique to the doctor and left a poster with the md which explains the proper insertion techniques. No medical intervention needed for the pt. States they "re-connected" the site.